Event description:
I use a CPAP machine from resmed and I was notified about an issue with the f20 headgear which have magnetic clips being a health risk and the FDA has issued a recall on the resmed headgear. When shopping on amazon for a replacement I noticed one and bought it. It turned out to be a knock-off from a company in china and the sellers name seemed to change since my purchase. It too has the magnetic clips but it has no information on the recall or the problem the magnetic clips pose to ones health. This is a prescribed medical device being sold on amazon without notice of the recall. If you do a product search for f20 CPAP headgear you will see the original remed products as well as other sellers selling a knock off product with the same magnets. This is a concern to me.